Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Evaluation of the returned device and review of the receiver data log confirmed the reported permanent loss of antenna. The root cause was determined to be a firmware issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the transmitter (stt-gl-003/(B)(4)), that was being used with the receiver during the reported event of permanent loss of antenna was returned on 07/14/2014. Evaluation of the returned transmitter confirm the reported event.